Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the "curves" or waveforms displayed on their information center classic frozen/became unresponsive. For this version of product, based upon the design and the compatible products that can be used, if the waves and numerics stop updating and the image is frozen and alarms are not working, the detection of the issue may be delayed leading to a possible delay of response to a patient in alarm. No patient harm was reported.